Event description:
Severe pain and odd symmetry of breast, unusual side effects and symptoms upon breast augmentation using memory gel by mentor implants in 2007. Fibromyalgia, swelling in mouth, gums, hands feet and severe pain all over chest and body after second surgery in 2008 also using memory gel by mentor implants suggested by same plastic surgeon. Blurred vision, memory loss brain fog, hair loss, heart palpitations, hives, extremely high elevation of estrogen and many other female problems including burning pain in all female organs, and a host of other problems. Plan on having items removed in the near future. Current plastic surgeon will not provide financial assistance or refer for MRI even after reporting pain and noting the odd shape of implant in question to left breast.